Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Small cracks were observed in the top housing. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks had no affect on the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod between 36 and 48 hours their blood glucose level had rose to over 250 mg/dl. As treatment, the patient received insulin.